Event description:
It was reported that the pump began burning or melting. Reportedly, the pump was charging during the event. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.